Event description:
Patient was revised to address pain and loosening of the tibial tray at the cement to implant interface. Cement manufacturer is unknown. It was reported that this patient has a right total sigma knee. It is unknown when the knee was done the tibial tray is loose and tapped right out. The femur and patella are well fixed and retained. There was no cement stuck to the underside of the tibial tray. Doi: unknown, dor: (B)(6) 2022, affected side : right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.